Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps had a chip or melted area around the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information about the complaint. The damage was identified after reprocessing and the maryland bipolar forceps instrument was inspected prior to use and nothing out of the ordinary was observed. The instrument did not collide with any other instrument or tool during procedure and no arcing was observed either. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.